Event description:
The customer reported the system shut down on its own. Displayed a stator not on error message. This error may cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors and replaced the generator interface board. The system operates as intended.